Manufacturer narrative:
(B)(4). The issue was investigated and it was found that the leak described by the customer was as a result of fiber shrinkage on five individual fibers on 2 sides of the oxygenator. Note that any leakage of blood would be small (drop by drop). A device history record review was performed for the affected product: basic lot 70112983 and packaging lot 70113700 (serial number (B)(4)). The avz from (B)(4) to (B)(4) (dms# (B)(4)) was reviewed on 2017-04-12. There were no references found that indicate a non-conformance of the product in question. Life cycle engineering (lce) was informed of the complaint and the issue was discussed with the responsible lce engineer, and it was concluded that this failure mode has not been seen before. The strategy agreed with the lce engineer was that the complaints will continue to be monitored for further instances, and should there be an adverse trend, the need for any further actions will be evaluated and implemented if warranted. In addition, if there is a sample available for any future customer complaint alleging a blood leak at the gas outlet, a thorough investigation to establish the root cause will be carried out to ensure that any further incidences of this failure mode can be identified. Based on the investigation and trending for this issue, a systemic issue is not indicated, therefore no further investigation or action is currently warranted in addition to close monitoring of complaints for similar issues, and the complaint will be closed.

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "during patient treatment 15 minutes after initiation of the circuit bloody foam was leaking from the gas outlet port. The product was exchanged thereupon" (B)(4).